Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device fill port was cracked and damaged. They need to replace the manifold assembly and will do so in-house. Parts and pricing provided.

Event description:
It was reported that the arctic sun device fill port was cracked and damaged. They need to replace the manifold assembly and will do so in-house. Parts and pricing provided.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be rough handling. However, there was insufficient information to confirm this potential root cause. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision was be reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.